Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to remove other bluetooth devices from the bluetooth settings and reset the smart device, which was successful. No additional patient or event information is available.